Manufacturer narrative:
B4:09sep2021. The customer called into technical support (ts) reporting that during routine testing the device's has battery failure, unable to charge. The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem. The pse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was put back into service.

Manufacturer narrative:
The, issue was found during routine testing the device's battery. Therefore this complaint no longer meets reportability requirements.

Event description:
The customer called into technical support (ts) reporting that the device is defective. The customer reported there was no patient involvement at the time the issue was discovered.